Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the ventilator had a failure during the boot-up process. There was no report of patient involvement.

Manufacturer narrative:
The investigation by ge healthcare has been completed.the dealer performed a checkout of the equipment and replaced the power controller board.